Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted. Fiber analysis: the fiber cap region to be burnt and melted, while the fiber cap remained intact. The fiber cap exhibits detritus, char, devitrification and melted glass which would result in reduced vaporization efficiency , and the potential for forward firing may exist. The root cause of the device failure was determined to be heat accumulation. Due to anatomical/procedural factors encountered during the procedure, irreversible damage to the fiber cap output area may occur.

Event description:
It was reported that during prostate procedure the tip of the fiber appeared damaged. The procedure was completed with a second fiber. No report of pt and/or end user injury.